Event description:
It was reported high impedances were observed during intra-operative testing for a lead. Efforts to resolve this matter through various troubleshooting techniques proved unsuccessful. The physician implanted another lead and the procedure was completed. The procedure was extended approximately 20 minutes.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.